Manufacturer narrative:
Pump was accidentally cut open before testing could be completed on the device. We are unable to perform prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was over 600 mg/dl. It was found the customer's blood glucose declined to 450 mg/dl after treating with a bolus. The customer stated they have reverted to manual injections for treatment of their blood glucose. The customer stated they were feeling thirsty and frequently urinating from their high blood glucose. Customer's mother stated they have stopped insulin pump therapy for two days. It was also found the customer had asthma. The customer's mother declined to troubleshoot any further and requested to have their insulin pump replaced. No additional information provided.